Event description:
Boston scientific received information that this right atrial (ra) lead was pulled back out of its position. The patient came in with phrenic nerve stimulation and it was found out during testing that atrial pacing had caused the stimulation and loss of capture (loc). There are no other reported symptoms for this patient. The patient underwent lead revision. The lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.